Event description:
The physician went on bypass and dissected the ascending aorta out. At that time the he transected the aorta and put the patient on circulatory arrest. The relay plus 34x150 was placed at the level of the left subclavian artery. The open surgical graft was that anastomosed to the relay plus and the aorta. When the physician started reperfusion of the body, he said that the false lumen of the patient was greatly pressurized. He wanted to extend the stent further down the thoracic aorta. A 38/34x150 relay plus was placed. He then added more surgical graft to the anastomosis to get more graft around the aorta. At that point I am not sure what he saw but he said the patient was not going to make it and they stopped the procedure. Patient outcome - patient died post procedure.

Event description:
The physician went on bypass and dissected the ascending aorta out. At that time the he transected the aorta and put the patient on circulatory arrest. The relay plus 34x150 was placed at the level of the left subclavian artery. The open surgical graft was that anastomosed to the relay plus and the aorta. When the physician started reperfusion of the body, he said that the false lumen of the patient was greatly pressurized. He wanted to extend the stent further down the thoracic aorta. A 38/34x150 relay plus was placed. He then added more surgical graft to the anastomosis to get more graft around the aorta. At that point I am not sure what he saw but he said the patient was not going to make it and they stopped the procedure. Patient outcome - patient died post procedure.